Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the handpiece would not connect to the machine. The event occurred during surgery and there no harm or delay. Another device was used to complete the surgery. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet china has previously repaired/evaluated skin graft mesher serial number (B)(4) once as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the device needed repaired and the comb and bottom roller were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) on (B)(6) 2018 revealed that the device did not produce a passing mesh. The device was out of calibration. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on (B)(6) 2018 which included calibration of the device. There were no parts replaced. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection the only issue was the device was out of calibration. The root cause of the handpiece not connecting to the machine cannot be specifically determined with the provided information since the only issue found during initial inspection was that it was out of calibration. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that during surgery, the hand piece would not connect to the machine. There was no harm to the patient or any delays. An alternate device was available for use. No adverse events were reported as a result of the malfunction. Initial inspection revealed that the device failed to produce a passing mesh.